Event description:
User facility medwatch report mw5144886 received that states "at the start of a tf tavr(transfemoral transcatheter aortic valve replacement) case vascular complication occurred during initial perclose deployment. No edwards device was inserted into the body of the patient at that point. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #mw5144886.